Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, "at the second level around 130 psi the balloon ruptured."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: during functional analysis, it was not more possible to inflate the balloon due to a leak. During visual analysis further analysis was done and confirmed the presence of a hole on the balloon. This is a longitudinal rupture near the distal peak of the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.